Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon device interrogation, the implantable cardioverter defibrillator exhibited episodes of oversensing. It was suspected that the device was t-wave oversensing. The issue was resolved. No further information was available.